Event description:
Per the clinic, the patient experienced infection at the implant site, causing patient to be hospitalized (dates of hospitalization unknown). During this time the patient was treated with IV antibiotics. Per patient's surgeon, infection "appears to be under control" as of (B)(6) 2012. The implanted device remains.

Manufacturer narrative:
This device is not available for analysis. This report is filed december 16, 2013.

Manufacturer narrative:
Per the clinic, the device was explanted (date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report, (B)(6) 2013. This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4). Implanted device remains.